Event description:
Customer reportedly received results of 216 mg/dl and 96 mg/dl within 10 minutes on the compact plus system (compact meter, compact test drum lot# 20651542, exp date 01/31/2008). The discrepant results occurred at the customer's home. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. Controls were run and in range 2 weeks ago. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.